Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205622, trabecular metal modular cup, 60384491, 00630505636, xlpe liner standard 3.5 mm, 60408423, 00786401300, femoral stem press-fit collarless 12/14 neck taper, 60340012. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01599, 0001822565 - 2018 - 01598. Product location unknown.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, during the revision procedure, the patient had a blood loss of 900 ml. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.